Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) went from a battery status of beginning of life (bol) to end of life (eol) in six months. The ICD also exhibited an extended charge time (CT) of 38 seconds. The device was explanted, replaced and returned for laboratory evaluation.